Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus elite drug-eluting stent was opened, however, it was noticed to be faulty at the tip. It was not used in the patient. It was further reported that it was the stent strut that was found faulty. The procedure was completed with another of the same device.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. B5 describe event or problem updated.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 12 x 3.00 promus elite drug-eluting stent was opened, however, it was noticed to be faulty at the tip. It was not used in the patient.